Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a hydrocele caused by a perforation in the patient¿s peritoneum. It is well established pd patients are at high risk for noninfectious physiological complications including fluid leaks. The cause of the patient¿s hydrocele was in response to normal pd therapy as reported by a medical professional, and more than likely contributed by peritoneal wall weakness or other preexisting conditions. Hydroceles are formed by direct communication between intra-abdominal spaces and predicated on congenital conditions. This provides evidence of the patient¿s response to normal pd therapy. Considering these findings, the liberty select cycler can be excluded as a source of this event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to the cycler draining slowly. The patient is still in the hospital. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized for a hydrocele caused by a perforation in the peritoneum. It was stated the patient had multiple issues with the pd catheter (not a fresenius product) including wrapped omentum and malposition prior to this event. It was affirmed this event was caused by the patient¿s response to normal pd therapy. There was no report of a malfunction or deficiency of any fresenius product(s) or device(s) as a cause or contributor to the patient¿s peritoneal perforation leading to a hydrocele. The patient was able to undergo hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. It was assumed the patient had a surgical repair procedure during this admission but could not be confirmed in the absence of discharge paperwork. The patient is recovering from this event while awaiting discharge. The patient will continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of this reporting.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to the cycler draining slowly. The patient is still in the hospital. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized for a hydrocele caused by a perforation in the peritoneum. It was stated the patient had multiple issues with the pd catheter (not a fresenius product) including wrapped omentum and malposition prior to this event. It was affirmed this event was caused by the patient¿s response to normal pd therapy. There was no report of a malfunction or deficiency of any fresenius product(s) or device(s) as a cause or contributor to the patient¿s peritoneal perforation leading to a hydrocele. The patient was able to undergo hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. It was assumed the patient had a surgical repair procedure during this admission but could not be confirmed in the absence of discharge paperwork. The patient is recovering from this event while awaiting discharge. The patient will continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of this reporting.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.